Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a lead tested invalid during intra-operative testing. Troubleshooting was attempted by the sjm representative to no avail. A new lead was used to complete the procedure. The case was extended approximately 5 to 10 minutes.